Manufacturer narrative:
The device was received by baxter medina, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a system error 345. Service evaluation verified the system error 345 and determined the cause to be the out of specification ultrasonic fluid readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During preventative maintenance of a returned spectrum infusion pump at baxter (B)(4), the device experienced a system error 345 (thermistor disparity). No additional information is available.